Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18937. It was reported that atrial lead noise was observed with isometric testing. No intervention was made since the lead noise was only present with isometrics. Patient was stable.